Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her pelvic organs") in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was forced to have the device removed). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Amendment: the report was amended on (B)(6) 2019 for the following reason: this case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case (B)(4) (MFR number 2951250-2018-01832). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her pelvic organs") in a female patient who had essure inserted for female sterilization. In 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she was forced to have the device removed). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.